Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported receiving an insulin occlusion alert and noted hyperglycemia with a bg of 264 mg/dl. The user changed their infusion set and confirmed that insulin delivery resumed, with bg trending down to 233 mg/dl by the end of the call. No ems or hospitalization was required.